Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced integrated multi-sensor technology (imt) tubing. The cse replaced and aligned sample and reagent 2 probes due to high cycle count. The cse ran two patient samples five times, without errors. The customer ran quality controls (qc) and patient samples, which were acceptable. The cause of the discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.